Event description:
Event description boston scientific crm received information that during a follow-up visit, this pacemaker could not be interrogated and would not provide a magnet resonse. The device has been in service for approximately 6.1 years, and has not been checked since implant. This device is part of an advisory regarding the hermetic seal component. No adverse patient effects were reported.